Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that newly installed cardiosave intra-aortic balloon pump (iabp) fully filled helium cylinder has been reduced to 30% of its capacity. No patient involvement .

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h3, h6 ( (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because as per the information provided, after the installation we conducted end user training for the unit after one month and it has been noticed that the fully filled helium cylinder has been reduced to 30% of its capacity. The cylinder remains open during this time. I have performed the leak test as per service manual and there is no separate leak in console even after 30 mnts, x5 remains the same value after separated from cart. Even the cart gauge needle is not reaching to red zone after one hour. So, there is leak suspected while both are connecting it, and I have changed the quick disconnect fitting o-ring with new one and applied vacuum grease. While testing, the leak was about 20 in 5 minutes. So, we kept the device under observation for one day after the cylinder remains open and next day x4 remains the same value. But after one week again we found the x4 value dropped to 2082 from 2153 while the cylinder remains open. Customer is requesting a complete device replacement.